Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-dec-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: nkn222559v, ubd: 04-feb-2024, UDI#: 00763000236830. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had explant of the complete system due to infection. The issue was resolved.